Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Additional product codes for this report include: mnh, mni, kwq, and kwp. Per the facility, the devices were returned to the patient and are no longer available for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an initial procedure on (B)(6) 2014 to treat the diagnosed degenerative scoliosis. The surgeon used synthes matrix polyaxial screws and instrumented the patient from t10-ilium during that procedure. At an unknown point in time, the patient developed two (2) issues: stenosis and nonunion. The stenosis developed at the t8-t10 levels above where the (B)(6) 2014 fusion was located. The non-union occurred at the l5-s1 level. Also at an unknown point in time, the patient broke both rods from the (B)(6) 2014 surgery. The right rod was broken between the s1 and the iliac screws and the left rod was broken between the l5 and s1 screw. The right s1 screw was broken off about 20mm¿s distal to the head of the matrix screw. Also, the matrix snap on transconnector, that was between the l3 and l4 levels, was broken. On (B)(6) 2015, the surgeon performed a revision procedure. The first part of the revision was to address the patient¿s stenosis. A depuy expedium 5.5mm rod poly screws was placed at t6, t7, and t8. A laminectomy was then performed at t8-t10. Thereafter, the surgeon connected the depuy expedium (constructed with the existing synthes matrix construct) using extension connectors from the expedium set. There was enough rod cranial to the t10 screws from the previous construct remaining to connect the constructs together. That portion of the revision was completed successfully. No synthes hardware was removed in this step. The second step in the (B)(6) 2015 procedure was to revise the distal part of the construct. The surgeon removed the broken transconnector that was placed between the l3 and l4 screws. The rods between the l3 and l4 matrix screws were then cut with a metal cutting burr. At that point, the matrix l4, l5, s1, and iliac screws were removed. The distal portion of the right s1 screw was not retrievable and remains in the patient. All of the screws (except for the right s1 screw) were replaced with depuy expedium 5.5mm rod poly screws. The depuy expedium rods were then connected to the l4-ilium construct. The caudal depuy expedium construct was not connected to the synthes matrix construct as the patient did have a solid fusion above the l5-s1. The procedure was completed successfully. This report is 6 of 13 for (B)(4).